Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 6 mm amplatzer vascular plug IV was selected for implantation using a non-abbott delivery system. During implantation, when the device was unsheathed from the delivery sheath and deployed, an abnormal configuration was observed on imaging. The deformation was described as a cobra-head configuration, and imaging indicated that the device was not fully opened. The device was released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. Due to the abnormal configuration, the device was removed and inspected ex vivo, which confirmed insufficient expansion. As a result, the device was not implanted and was replaced with a new 6 mm amplatzer vascular plug IV (lot number unknown). With the replacement device, deployment and embolization were performed successfully without any further issues. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.